Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected four hundred and seventy pause episodes since implant. It was recommended to set device detection of pause episodes from three seconds to four and half seconds. The device remains in use. No patient complications have been reported as a result of this event.